Manufacturer narrative:
The device was rec'd. Investigation is not complete. A review of the device history indicated that on (B)(6) 2013 at 1252, channel a of the device was programmed using the drug library to deliver midazolam 100mg/100ml. With a rate of 10mg/hr, a vtbi (volume to be infused) of 50ml, for a duration of 5hrs, and the delivery was started. At 1636, the delivery was stopped, channel a was programmed for a titrated rate of 8mg/hr, and the delivery was started. At 1725, the delivery was stopped, channel a was programmed for a titrated rate of 6mg/hr, and the delivery was started. At 1826, an end of infusion alarm occurred and kvo delivery began. At 1831, the device was programmed for a titrated rate of 4mg/hr, the next key was pressed, the start button was pressed and the kvo delivery was stopped. On (B)(6) 2013 at 0400, a power on is indicated with no previous power off, a post software alarm, tightloop malfunction, s308 (canbus error) malfunction alarm code, s408 (canbus error) malfunction alarm code occurred. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of versed and delivery was started. No further programming parameters were provided. On (B)(6) 2013 between 1531 and 1930, the nurse reported the device powered off during titration of the dose. At that time, the nurse reported an error message was displayed "please clamp the line and disconnect from the patient 'software error'." The nurse reported being unable to release the cassette from the device; therefore, she disconnected the tubing set from the patient. The device was removed from clinical use on this patient. Therapy was resumed using a replacement device. It was reported as unknown if there was a delay in therapy critical to this patient; however, there was no reported adverse patient effects. No medical interventions were required. It was reported the device was later used for another patient with no reported issues. On (B)(6) 2013, the device was removed from clinical service. During a review of the device history in the biomedical department at the user facility, a s308 (can bus error-pmc, left) and s408 (can bus error-pmc, right) occurred on (B)(6) 2013 at 0400. No further testing was provided. Though requested, no additional info was provided.